Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr peel-apart sheath and vessel dilator were received for evaluation. Visual, microscopic and functional evaluations were performed. The sample was noted be bent. The distal tip of the vessel dilator was noted to be deformed. The edges of the distal tip of the dilator were noted to be jagged. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is inconclusive for the reported material too stiff and difficult to insert as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 while using an MRI p port isp - groshong port, the sheath introducer was too stiff to insert. There was no reported patient injury.